Event description:
It was reported that this pacemaker exhibited right atrial undersensing due to low amplitude measurements. Undersensing observed resulted in pacing delivered when not required and sudden brady response episodes stored. Technical services provided reprogramming recommendations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.